Event description:
As reported: "drill trip was broken and remained to patient left tibia during procedure. There was no need to remove the drill tip as the plate was already in place. A new drill was used for the remaining screws needed and a screw placed through a different hole in the plate."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Tip remains in patient, rest of drill discarded.